Event description:
New information received notes the t wave oversensing was post-paced. The oversensing issue was observed when a test was running, and temporary programming changes were cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device exhibited t-wave oversensing observed via egm. Programming changes were made. Patient was stable.